Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient now has high lead impedance and battery end of life. Anterior posterior chest and neck x-rays were received and reviewed. The x-rays were provided after report of high impedance. The generator placement was confirmed to be placed correctly in the left chest. Based on the images provided, the feedthrough wires were intact, and the pins could be visualized to be fully inserted. The lead was visualized in the chest and neck. There appeared to be a strain relief bend and loop present, with three tie-downs securing the strain relief. Due to the quality of the image, an assessment of the lead integrity routing from the generator to the electrodes cannot be made. At the area of the strain relief, after the first strain relief bend and after the first tie-down there is an area of the lead that looks to have a potential discontinuity. Based on the x-rays received, the cause of the high impedance could be caused from the potential discontinuity at the electrode site; however, this cannot be confirmed due to the limited images provided. The remaining visible portions of the device seem to show no anomalies other than the noted sharp angle; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out.